Event description:
It was reported that the pt had dc/dc code = 0 on system diagnostics. Pt also experienced a "spike" in seizures in (B) (6) and (B) (6) of 2009, but this was below pre-vns baseline levels. Because of pt's developmental delay, they are unable to tell if she is feeling stimulation, but she does not show any signs of discomfort. The pt's medications had been changed in (B) (6) 2009, but no changes to vns have been made. No interventions have been taken or planned at this point. A short circuit condition is suspected in the lead, but this cannot be confirmed at this time.